Manufacturer narrative:
Clinical review: outflow and inflow issues can be a result of pd catheter malfunctions. Based on the report that the treatment data did not show any issues with the patient¿s fills and drains and the documentation that the patient was still experiencing issues with the replacement liberty select cycler, it is likely that the patient was experiencing a pd catheter malfunction. Main causes of outflow obstruction include constipation, catheter tip migration, or omental or bowel wrap. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
P.b.a nurse reported that this peritoneal dialysis (pd) patient was experiencing issues with fills and drains on the liberty select cycler. As a result, the patient was hospitalized due to weight gain. During follow-up with the clinic manager, the treatment details showed the patient¿s fills and drains were normal and no alarms were registered. Documentation shows the patient continued to have drain complications with the replacement cycler. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
(B)(6) a nurse reported that this peritoneal dialysis (pd) patient was experiencing issues with fills and drains on the liberty select cycler. As a result, the patient was hospitalized due to weight gain. During follow-up with the clinic manager, the treatment details showed the patient¿s fills and drains were normal and no alarms were registered. Documentation shows the patient continued to have drain complications with the replacement cycler. Attempts to obtain additional information were unsuccessful.